Event description:
It was reported that unspecified pump "failure" occurred. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.